Event description:
It was reported to philips that while transferring a patient from the table to the stretcher after the completion of a neurological procedure, the mattress slipped, resulting in the patient falling. The patient received unspecified imaging to confirm that there were no injuries from the fall. An investigation into this complaint has been initiated by philips.